Event description:
It was reported that customer went to the emergency room (ER) with high ketones that were identified as dangerous by a health care provider; cause of high ketones was not provided. Reportedly, customer administered a bolus to address the issue and was treated with intravenous fluids of saline and insulin in the ER. Customer was released from the ER the same day with the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.